Manufacturer narrative:
AN EVALUATION IS IN PROCESS. A FOLLOW-UP REPORT WILL BE SUBMITTED WHEN THE EVALUATION IS COMPLETE. THIS REPORT IS BEING FILED ON AN INTERNATIONAL PRODUCT, LIST NUMBER 08P26-22THAT HAS A SIMILAR PRODUCT DISTRIBUTED IN THE US, LIST NUMBER 8P27, WITH 510K NUMBER K113704. SECTION A PATIENT INFORMATION: REFER TO SECTION B5 FOR COMPLETE PATIENT INFORMATION.

Event description:
THE CUSTOMER OBSERVED FALSE REACTIVE ALINITY I HAVAB IGG RESULTS FOR MULTIPLE PATIENTS AND RESULTS WERE NONREACTIVE WHEN REPEATED ON ANOTHER ALINITY I PROCESSING MODULE. RESULTS WERE NOT REPORTED TO MEDICAL PROVIDER. THE CUSTOMER RANGE IS 1.00 S/CO. SID (B)(6): INITIAL RESULT ON THIS ANALYZER 1.94 S/CO; REPEAT RESULTS ON (B)(6) = 0.29 S/CO AND 0.34 S/CO. SID (B)(6): INITIAL RESULT ON THIS ANALYZER 1.29 S/CO; REPEAT RESULTS ON (B)(6) = 0.38 S/CO AND 0.35 S/CO. SID (B)(6): INITIAL RESULT ON THIS ANALYZER 1.20 S/CO; REPEAT RESULTS ON (B)(6) = 0.62 S/CO AND 0.61 S/CO. SID (B)(6): INITIAL RESULT ON THIS ANALYZER 1.26 S/CO; REPEAT RESULTS ON (B)(6) = 0.84 S/CO AND 0.75 S/CO. SID (B)(6): INITIAL RESULT ON THIS ANALYZER 0.93 S/CO; REPEAT RESULT ON (B)(6) = 1.02 S/CO. SID (B)(6): INITIAL RESULT ON THIS ANALYZER 1.39 S/CO; REPEAT RESULTS ON (B)(6)=1.13 S/CO AND 0.99 S/CO. SID (B)(6): INITIAL RESULT ON THIS ANALYZER 2.49 S/CO; REPEAT RESULTS ON (B)(6) = 0.91 S/CO AND 0.99 S/CO. SID (B)(6): INITIAL RESULT ON THIS ANALYZER 1.38 S/CO; REPEAT RESULTS ON (B)(6)= 0.22 S/CO AND 0.20 S/CO. SID (B)(6): INITIAL RESULT ON THIS ANALYZER 1.16 S/CO; REPEAT RESULTS ON (B)(6) = 0.19 S/CO AND 0.17 S/CO. SID (B)(6): INITIAL RESULT ON THIS ANALYZER 1.26 S/CO; REPEAT RESULTS ON (B)(6) = 0.82 S/CO AND 0.46 S/CO. SID (B)(6): INITIAL RESULT ON THIS ANALYZER 1.29 S/CO; REPEAT RESULT ON (B)(6) = 0.17 S/CO. SID (B)(6): INITIAL RESULT ON THIS ANALYZER 2.50 S/CO; REPEAT RESULT ON (B)(6) = 0.77 S/CO. SID (B)(6): INITIAL RESULT ON THIS ANALYZER 1.43 S/CO; REPEAT RESULTS ON (B)(6) = 1.16 S/CO AND 0.78 S/CO. NO IMPACT TO PATIENT MANAGEMENT WAS REPORTED.

Event description:
The customer observed false reactive Alinity i HAVAb IgG results for multiple patients and results were nonreactive when repeated on another Alinity i Processing module. Results were NOT reported to medical provider. The customer range is 1.00 S/CO.SID (b)(6): Initial result on this analyzer 1.94 S/CO; Repeat results on (b)(6) = 0.29 S/CO and 0.34 S/CO.SID (b)(6): Initial result on this analyzer 1.29 S/CO; Repeat results on (b)(6) = 0.38 S/CO and 0.35 S/CO.SID (b)(6): Initial result on this analyzer 1.20 S/CO; Repeat results on (b)(6) = 0.62 S/CO and 0.61 S/CO.SID (b)(6): Initial result on this analyzer 1.26 S/CO; Repeat results on (b)(6) = 0.84 S/CO and 0.75 S/CO.SID (b)(6): Initial result on this analyzer 0.93 S/CO; Repeat result on (b)(6) = 1.02 S/CO.SID (b)(6): Initial result on this analyzer 1.39 S/CO; Repeat results on (b)(6) = 1.13 S/CO and 0.99 S/CO.SID (b)(6): Initial result on this analyzer 2.49 S/CO; Repeat results on (b)(6) = 0.91 S/CO and 0.99 S/CO.SID (b)(6): Initial result on this analyzer 1.38 S/CO; Repeat results on (b)(6) = 0.22 S/CO and 0.20 S/CO.SID (b)(6): Initial result on this analyzer 1.16 S/CO; Repeat results on (b)(6) = 0.19 S/CO and 0.17 S/CO.SID (b)(6): Initial result on this analyzer 1.26 S/CO; Repeat results on (b)(6)= 0.82 S/CO and 0.46 S/CO.SID (b)(6): Initial result on this analyzer 1.29 S/CO; Repeat result on (b)(6) = 0.17 S/CO.SID (b)(6): Initial result on this analyzer 2.50 S/CO; Repeat result on (b)(6) = 0.77 S/CO.SID (b)(6): Initial result on this analyzer 1.43 S/CO; Repeat results on (b)(6) = 1.16 S/CO and 0.78 S/CO. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Ticket trending review for the list number did not identify any related trends. A device history record review did not identify any Nonconformances, Potential Nonconformance or Deviations associated with the complaint lot number and complaint issue. The overall performance of Alinity i HAVAb IgG reagents in the field was reviewed using data gathered from customers worldwide. The number of standard deviations to cutoff and patient median values of the negative population for the complaint lot(s) are within the established limits and comparable to the historical reagent lot performance. Labeling Review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the Alinity i HAVAb IgG reagent lot number 85048BE00 was identified.